Event description:
The reporter alleged the device would not power on when an attempt was made to perform a routine functional test. The reporter stated that no device indicators were ever displayed by the device prior to this report. The reporter stated that without a prior warning to the operator of a battery deletion, the report could cause or contribute to a death or serious injury.